Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 box (6 units) from stock. Analysis and results: there are no previous complaints of this code-batch. Manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock that have been blocked. Sample from the customer has not been received. However, as there were samples available in stock one box ((B)(4) unopened units) was requested to analyze this complaint. Tightness test to the samples received from stock has been performed and the units are tight. Tested the needle attachment of the samples received from stock and the results do not fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: denmark . It was reported that the needle detaches easily from the thread.